Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states this is the 3rd time he's had to replace the recline back cane hardware & back cane due to stripped out screws.